Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out procedure due to eri, an insulation defect proximal of the svc coil was observed. The lead was capped and replaced on (B)(6) 2016. There were no adverse consequences for the patient.